Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was intermittently unable to charge unless the customer held the usb charging cable into position within the pump usb port. The issue persisted across multiple usb cables. Additionally, the battery gauge was observed to be fluctuating while the customer attempted to charge the pump. The customer provided a blood glucose (bg) of 151 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.